Manufacturer narrative:
All available information was investigated, and the reported loss of fluid column was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported loss of fluid column was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. During preparation of a steerable guide catheter (sgc), when introducing the dilator, a loss of fluid column occurred. Therefore, the sgc was not used and was replaced. A new sgc was inserted, and the procedure was continued. A mitraclip xt was inserted and deployed on the mitral valve. However, difficulties visualizing the clip occurred. It was noted that the clip may not have been accurately perpendicular to the line of coaptation, and after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). An additional clip was implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. During preparation of a steerable guide catheter (sgc), when introducing the dilator, a loss of fluid column occurred. Therefore, the sgc was not used and was replaced. A new sgc was inserted, and the procedure was continued. A mitraclip xt was inserted and deployed on the mitral valve. However, difficulties visualizing the clip occurred. It was noted that the clip may not have been accurately perpendicular to the line of coaptation, and after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). An additional clip was implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.